Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation, an overheating condition was found. Based on the investigation details, the primary cause was corrosion damage in the handpiece. The motor, press plug, front housing, bearings, and driveshaft were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
The handpiece was returned to the MFR for service, and during the investigation, the device overheated. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.